Event description:
Procedure: ovarian cvs. According to the reporter: the balloon inflated at 20cc and burst in the pt abdomen. The pieces were removed by suction, but one piece seemed to be missing. Operative time was increased by more than 30 minutes; no additional blood loss, and no loss of tissue.

Manufacturer narrative:
(B)(4).